Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 8.0mmx40mmx135cm sterling balloon catheter was selected for use in an endovascular therapy. During the first inflation at 6 atmospheres the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. There was no patient injury as a result of this event.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 8.0mmx40mmx135cm sterling balloon catheter was selected for use in an endovascular therapy. During the first inflation at 6 atmospheres the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. There was no patient injury as a result of this event.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. E1 - initial reporter email: added.

Manufacturer narrative:
The patient is older than 18-year-old.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 8.0mmx40mmx135cm sterling balloon catheter was selected for use in an endovascular therapy. During the first inflation at 6 atmospheres the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. There was no patient injury as a result of this event.